Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, there was a crack found in the catheter opening. It was also noted that there was a machine leakage alarm wherein leakage was found. The catheter head was replaced in order to resolve the issue. There was no patient injury.